Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the impedances had gradually increased over the last year. Boston scientific technical services (ts) discussed preforming commanded shock testing to test the integrity of the system, and increasing the upper oor alert limit to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.